Event description:
Above patient was scheduled to undergo a cesarean section. Prior to spinal injection for spinal block, a particulate, which appeared to be plastic, was noted in the barrel of the syringe. The syringe was not used on the patient.